Manufacturer narrative:
The returned device analysis did not confirm the reported difficult single gripper actuation as both grippers actuated as intended. The reported difficult leaflet grasping could not be replicated in a testing environment as it was related to patient/procedural conditions. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the available information, the reported difficult leaflet grasping appears to be due to the challenging anatomy. A cause for the reported single gripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed but was difficult due to the calcified posterior leaflet. On the 20th grasping attempt, the anterior gripper arm did not go down. Troubleshooting was performed and it was attempted to lower them independently but the gripper had the same result. Therefore, it was decided not to use the cds. A new cds was used to complete the procedure. One clip was implanted, reducing mr to 2+. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.